Event description:
Sterile table drape form the minor laparotomy pack had a puncture. Outside dust cover shows no signs of puncture. Pack and table drape all were wasted due to the contamination. FDA safety report ID# (B)(4).